Event description:
It was reported that during a procedure to map ventricular tachycardia using an intellamap orion high resolution mapping catheter (orion) the patient experienced a non-sustainable ventricular tachycardia. While mapping the left ventricle a non-sustainable ventricular tachycardia started and cardioversion was delivered to stop the tachycardia. No further patient compilations occurred; however, it is unknown if the procedure was completed. It is also unknown if the catheter is going to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.